Event description:
Company's original communication stated "during normal course of design verification, co has concluded material mediated (mm) pyrogenicity studies in rabbits for the device. All results havebeen positive ...generally co would only conduct a lal test to confirm a positive mm pyrogen study. As none of the tvt tests have shown positive mm results, company does not have lal results available for the tvt". The use of the term "positive" in the second sentence was in conflict with it's use later. The use of "positive" was meant to mean the tests passed, i.e. Did not have a pyrogenic result. A more appropriate statement is "all test results have shown no pyrogenic response".

Event description:
Tvto procedure done to treat stress urinary incontinence. Pt was discharged home on same day. They reported feeling "punky" to dr on the following day was able to urinate, otc meds for pain and fever. Felt better late evening. Was admitted to ed the following day 0900 with signs & symptoms of sepsis. Full treatment and support provided including antibiotics, mechanical ventilation. Tvt wound explored= no infectinon or problem noted. Pt expired the following day final diagnoses=overwhelming sepsis of undetermined etiology, acute renal failure, metabolic acidosis, an ards. Autopsy=no spesis source identified, all postmortem cultures negative.

Event description:
Tvto procedure done to treat stress urinary incontinence. Pt was discharged home on same day- 6/16. She reported feeling "punky" to dr on 6/17- was able to urinate, otc meds for pain and fever. Felt better late evening 6/17. Was admitted to ed 6/18 0900 with signs & symptoms of sepsis. Full treatment and support provided including antibiotics, mechanical ventilation. Tvt wound explored= no infection or problem noted. Pt expired 6/19- final diagnoses = overwhelming sepsis of undetermined etiology, acute renal failure, metabolic acidosis, and ards. Autopsy= no sepsis source identified, all postmortem cultures negative.